Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The returned journey uni tibial base and insert and deuce femoral were examined visually and microscopically. The purpose of this investigation was to determine the cause for the fractured tibial tray. The tibial base was fractured into at two pieces and bone cement was attached to the inferior surface. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of fatigue striations. Under magnification, the distal surface of the piece with the posts showed a crack that appears to originate from the edge where the cement groove and pad meet and extend to the fracture surface. The tibial insert articulating and inferior surfaces had signs of burnishing and abrasive wear. The burnishing was due to normal articulation of the metal components against the polyethylene insert. The abrasive wear was likely due to the presence of third body particles that would have been generated after fracture of the tibial tray. The femoral component had bone cement attached to the fixation surface and scratches on the sides and condyle that likely occurred during removal process.